Event description:
An email was received from the facility reporting that the bed experienced an unintentional movement of the head down function. The bed was located in the med surge ward. There was no pt on the bed when the incident occurred. (B)(4).

Manufacturer narrative:
The account stated that they unplugged the pt pendant and found that it was the cause of the unintentional movement. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. The account replaced the pt pendant to resolve the issue based on this info, no further action is required.